Event description:
An international distributor contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, the patient experienced a deployment issue which resulted in a detached sensor. The distributor reported that the sensor wire was missing but here was no indication that the sensor remained in the body. The distributor reported that medical intervention was not required. At the time of the call to dexcom technical support, the distributor reported that the patient was in perfect condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.